Event description:
(B)(4) from our dealer in (B)(4) reported that dr. (B)(6) from (B)(6) hospital alleged that ¿on (B)(6) 2012, the pt was operated but it seems that one screw was not placed on the right direction. On (B)(6) 2012, the pt was reoperated and while removing the screw, the top of it was separated from the screw.¿ dr. (B)(6) added, ¿nevertheless we are able to remove the screw and replaced it by another.¿

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in supplemental.